Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed on the phone. The assignable cause of the problem is undetermined.

Event description:
A customer contacted baxter's technical service center to report having a check lines and bags alarm with the homechoice (hc) machine during dwell 5 of 5. The home patient (hp) stated she normally did 4 cycles. The technical service representative (tsr) asked the hp if she bypassed and the hp stated she did not. The tsr reviewed therapy settings and there were 5 cycles programmed. The tsr explained how the hc could do 5 cycles. The tsr asked the hp if she had a manual bag and she stated no. The tsr assisted the hp with bypassing to dwell 5 of 5. The hp stated the hc read drain 5 of 5. The hp drained out 2505mls and the hp stated the hc went to last fill. The tsr asked the hp if the heater bag had solution in it and she said it did not. The tsr assisted the hp with bypassing the last fill. The hp stated the hc went to end of therapy. Hc was operational. A swap of the device was not necessary. The resolution to this reported condition was provided over the phone. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp confirmed the cycler was suppose to have 4 cycles, but had 5 cycles showing that day. The hp confirmed she did not bypass and stated when she started therapy the following day the cycler went back to 4 cycles. The hp did not know what may have caused this to occur. The hp stated therapy has been going well with no further issues. There was no patient injury or medical intervention reported. Product surveillance contacted the peritoneal dialysis nurse regarding the reported event. The nurse stated she was not aware of the event, but stated the patient was doing well on therapy and the cycler was functioning properly. There was no patient injury or medical intervention reported.